Event description:
It was reported that the patient was experiencing shocking/burning sensation every so often. The patient also got up 8 times last night, prior to implant it was about 10 times per night. For a while it was 4-5 times at night, but since last week and this week she was having to get up a lot. It was suggested trying a different program/reducing stim since current one wasn't working. The patient was planning to follow-up with her doctor. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03acn, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).